Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Date of event is estimated.

Event description:
It was reported the patient was not able to exit from MRI mode after an MRI. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein patient system was explanted to address the issue.